Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Investigation of returned suspect device found the field generator immediately displayed a red status with an "emitter low drive" error message. Diagnostics also showed an electrical fault on the coil #4. A replacement field generator was shipped to the site. A full system check-out was completed; all tests passed and no further relevant issues reported. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the emitter was not tracking instruments nor was it making any noise. He tested a different emitter and that one worked. There was no patient present when this issue was identified.